Manufacturer narrative:
The actual device was returned for evaluation. (B)(4) evaluated the device and the reported condition was confirmed. An assessment was performed on the device which determined that the bearings were worn out and loose creating a situation where the cutter was not able to rotate freely. It was determined that this condition was due to the bearings are no longer in axial alignment. The assignable root cause was determined to be due to worn out bearings. This is further defined as wear from normal use and servicing over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that during routine inspection it was observed that the pin of the attachment device was not rotating smoothly in the attachment. During in-house engineering evaluation it was found that the bearings were worn out and loose creating a situation where the cutter was not able to rotate freely. It was reported that there was no delay to a planned surgical procedure due to the event. It was not reported if a spare device was available for use. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.